Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: when placing the introducer over guidewire very difficult to insert outside of typical skin tugor barriers. When the introducer was removed, the peel away sheath had shearing externally. No patient injury or complication reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: when placing the introducer over guidewire very difficult to insert outside of typical skin tugor barriers. When the introducer was removed, the peel away sheath had shearing externally. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material was observed on the sheath extrusion. Visual analysis revealed that the sheath was returned completely separated along the score line. The sheath body appeared to be crimped in multiple areas, which is consistent with undue force being applied during insertion. The sheath extrusion measured 2 13/16", which is within the specification limits of 2 5/8"-2 7/8" per the sheath graphic. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath contained damage consistent with undue force being applied during insertion. The returned sample passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.